Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06524. It was reported the pt has been experiencing uncomfortable heating at the ipg while charging as well as normal use. The pt has the system turned off. An sjm rep met with the pt and the pt reported she received a replacement charger and she no longer is experiencing any heating.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.